Event description:
The customer reported to siemens that they obtained erroneously elevated calcium (ca) results on two (2) patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician. The same samples were reprocessed on the same atellica ch 930 analyzer. The lower reprocessed results obtained were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated calcium (ca) results.

Manufacturer narrative:
A united states (us) customer contacted a siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated calcium (ca) results obtained on two (2) patient samples on an atellica ch 930 analyzer. Siemens is evaluating the event.

Manufacturer narrative:
Additional information (17-jan-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer and instrument data files. Quality control (qc) recovered low and outside the customer¿s expected ranges when processed using specific calibration but recovered within customer's expected ranges when processed using other calibrations with the same calibrator lots, indicating that the calcium (ca) assay and calibrator lots were performing acceptably. Siemens reviewed the calibration data and observed that for a specific calibration, the calibration coefficient was significantly higher when compared to other calibrations. The cause of the event was consistent with an issue specific to the lot calibration. Investigation of the event is consistent with the calibration issue which could have been caused by inconsistent reconstitution or handling of the calibrator material. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2432235-2024-00334 was filed on 05-dec-2024.